Event description:
Complainant alleged that the medics were setting up the device as they traveled enroute to a pt call, but upon power-up, the device screen displayed a green dot and then faded to a blank screen. The device beeped a couple of times when turned on, and then the device emitted a continous audible tone. The complainant indicated that the medics were able to obtain another device to treat the pt and there was no adverse effect on the pt as result of the reported malfunction.